Event description:
It was reported that the patient presented with cardiac tamponade. Upon computerized tomography scan, it was observed that the right atrial (ra) lead had perforated. Pericardiocentesis was performed. Upon interrogation, it was observed that the ra lead exhibited a failure to capture. Programming changes were made. The patient was stable.